Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 3. Reference MFR report: 1627487-2016-06442. Reference MFR report: 1627487-2016-06443. It was reported the patient has never received effective stimulation therapy. The patient has declined reprogramming and is requesting a system explant. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR report: 1627487-2016-06442; reference MFR report: 1627487-2016-06443. Follow up information identified the patient¿s entire system was removed.